Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon protector cap was returned over the balloon. The proximal part of the balloon was exposed. The returned balloon protector inner dimension was verified at 0.0435 inch using a pin gauge. Specification is 0.0435 inch for the inner diameter of this size balloon protector cap. The inner and outer catheter were kinked at 42 mm proximal to the distal tip. A visual examination revealed that the midshaft was broken at the guidewire exit port. It was noted that the midshaft was stretched for a distance of 0.5 mm either side of the break. It was not possible to apply a vacuum to the balloon to remove all air as the midshaft was broken. However during device evaluation, the balloon protector was removed from the balloon with no force required. Upon removal of the protector cap, there was no damage noted to the tip, balloon, or blades. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft separation occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During unpacking, after pulling the device out from the hoop, it was noted that the connection between the green and white distal shaft got separated. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft separation occurred.the 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During unpacking, after pulling the device out from the hoop, it was noted that the connection between the green and white distal shaft got separated. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's status was good.